Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 1804257 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As no samples were available for return, our quality team was unable to complete a thorough sample investigation. The material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. The assembly machines in the manufacturing facility have an in-line detection system that inspects all product and automatically rejects syringes displaying signs of damage.

Event description:
It was reported that broken plunger was found before use with a syringe 2ml ls 23ga 1-1/4in dn emerald. The following information was provided by the initial reporter, "on (B)(6)2020, due to the treatment needs of the child, the child patient was given intravenous injection of drugs according to the doctor's advice. When the 2ml syringe was opened for adding drug, the punger of the syringe was broken and the liquid could not be absurbed. So the syringe was replaced immediately. The incident caused no other adverse effects. "

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that broken plunger was found before use with a syringe 2ml ls 23ga 1-1/4in dn emerald. The following information was provided by the initial reporter, "on (B)(6) 2020, due to the treatment needs of the child, the child patient was given intravenous injection of drugs according to the doctor's advice. When the 2ml syringe was opened for adding drug, the plunger of the syringe was broken and the liquid could not be absorbed. So the syringe was replaced immediately. The incident caused no other adverse effects. "